Manufacturer narrative:
The escape button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Pump says low reservoir and can't be cleared. Pump was working fine last night. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.